Event description:
It was reported that customer experienced spanish software anomaly alarm, unexpected restart alarm, and signal too low alarm. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
(B)(4) software anomaly alarm noted in alarm history due to corrupted history files. Pump passed unexpected restart alarm test. No unexpected restart or signal too low alarms noted. Cracked reservoir tube lip noted. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.